Manufacturer narrative:
This report is submitted on june 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced pain and poor performance with device use, resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, it is unknown if there are plans to re-implant the patient with a new device during the same surgery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.